Event description:
It was reported that the md inserted the sheath via pt's left femoral artery while in the cath lab. The iab was removed from the tray, and the md noticed the membrane was loose; nevertheless, he inserted the iab through the sheath. The iab became stuck in the sheath. As a result, the iab and sheath were removed as one unit. The md inserted a different brand iab. Ther were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed, if more info becomes available.